Manufacturer narrative:
Insulin pump was received in with an unexpected motor noise during the rewind due to a problem isolate to the motor. The device passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. A scratched lcd window, cracked case, cracked reservoir tube and missing end cap sticker noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. No physical damage to the motor slide was noted. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the driver has a crack and makes noise. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.